Event description:
Clinical study. It was reported that during a coronary stenting treatment procedure, balloon withdrawal resistance occured. The lesion being treated was a 2.5mm, 80% stenosed, moderately calcified and tortuous portion of the proximal right coronary artery (prox rca). The physician treated the lesion with predilatation and placement of a 2.50x24mm taxus liberte' study stent. Balloon withdrawal resistance occured with forced withdrawal of balloon into guiding catheter. There were no further complications reported.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for the batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. No conclusion could be drawn. Product unavailable for analysis.